Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr). When pushing the clip introducer over the clip, it became caught between the gripper and clip arm and became damaged. The clip was replaced. The device never entered the patient anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn clip introducer was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.